Manufacturer narrative:
E1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of a continu-flo blood/soln set was positioned above the blue side clamp. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5: change to an unspecified quantity (previously reported as one). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph noted that the roller clamp was inverted. The reported condition of incorrect assembly was verified. The cause of the condition was determined to be a manual assembly issue by the production operator during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.